Event description:
Defibrillation charge inoperative lp7 will not charge and no heart rate.

Manufacturer narrative:
Customer to scrap device due to age and unavailability of parts. A root cause can not be determined.